Manufacturer narrative:
Additional information reported that prior to the implant of the first valve, no unusual resistance was felt when the valve was loaded by the experienced technician and a successful load was then confirmed by fluoroscopy. It was noted that the valve was recaptured three times due to partial dislodgement prior to implant. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e nveor-n, serial/lot #: (B)(4), ubd: 03-jul-2019, UDI#: (B)(4). Product analysis: the product valve remained implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs) in a severely calcified aorta, three re-sheathings and one full recapture occurred. During the final deployment the valve paddle was stuck to the dcs and upon manipulation of the dcs, the valve dislodged. The dislodgement required a second transcatheter bioprosthetic valve to be implanted. Two hours following the successful implant of the second valve, the patient complained of pain and weakness in the right hand. A magnetic resonance imaging (MRI) was performed and identified multiple small areas of acute infarctions within both cerebral hemispheres. The findings were in the vascular distribution of both anterior and posterior circulations, with no intracranial hemorrhage that was evident. An impression of calcium plaque, embolized from the aortic valve was found. No treatment was provided for the cerebral vascular accident (cva) and the patient was resolving. No additional adverse patient effects were reported.